Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. I was not in the procedure so unfortunately, I will not be able to answer confidently. I received an email chain last week from facility stating exactly what was reported. Additional information attempts have been unsuccessful. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I received an email from the orthopedic surgery team lead. She mentioned two separate surgeons on two different occasions have reported the same issue. I have been emailing her.

Event description:
It was reported that a patient underwent an orthopaedic procedure in 2025 and barbed suture was used. During an orthopaedic procedure, the provider reported to the sales rep that, the suture seems brittle and can be easily cut in half with little force. They also had the same issue with the same suture last week. There were no patient consequences reported. The device is unknown for return. No adverse patient consequences were reported. Additional information was requested.